Manufacturer narrative:
According to the customer, the saline solution found its way into the ventilator and as a consequence, it contaminated it. Afterwards, several printed circuit boards were replaced by customer. The ventilator passed all tests after replacement and then it was returned to service. Further investigation of the pc boards has not been performed. Ingress of liquid into the ventilator can cause failure/short circuits of pc boards which might lead to various alarms and failure.

Event description:
It was reported that while the ventilator was connected to a patient, a pressurized saline bag that was hanging on a IV pole beside the ventilator, ruptured and the saline solution spilled onto the ventilator. Later on, the ventilator did not pass pre-use check tests. There was no patient harm. (B)(4).